Event description:
Clinical study. It was reported that 280 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was a 2.5mm, 90% stenosed, 16mm long portion of the distal circumflex (dist cx). The physician treated the lesion with successful placement of a 2.50x16mm taxus express2 study stent in the target lesion. Post dilatation was performed. The pt was discharged the next day on plavix and aspirin. At 280 days after the index procedure, follow-up cag was performed. A 90% stenosis was confirmed in the taxus stent. At 364 days after the index procedure, pci was performed. The lesion was 99% stenosis and length was 18.0mm. The lesion was treated by balloon and a non bsc stent. Post treatment stenosis was 25%. The pt was discharged the next day with the event resolved. In the opinion of the physician, the relationship of the in-stent restenosis to the taxus stent is related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.